Event description:
It was reported that during attempted insertion of the iab, the catheter would not pass through the introducer sheath. As a result, the iab was removed and replaced without any complications.